Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: (B)(6) 2020. If explanted, give date: (B)(6) 2020. Initial reporter name: unknown/not provided. Phone number: (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, model pcb00v that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specifications. A search in complaint system revealed no similar complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the intraocular lens (iol) was implanted, the anterior haptic opened slowly and the posterior capsule was pressed down by the haptic, and the posterior capsule ruptured. It was indicated that there was no problem before inserting the lens and since no vitreous came out, it ended as it was. However, the lens was displaced downward in the postoperative examination on the next day, so it was determined that a vitrectomy was necessary. The secondary surgical procedure for lens explant was scheduled for (B)(6) 2020 and was conducted. The patient was referred to another hospital to have a vitrectomy done and a non-johnson & johnson 3-piece iol was used as a replacement lens. According to the result of the medical examination, the patient had good eyesight with no problem reported. There was no patient injury reported. No further information was provided.